Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and capsular contracture, baker grade ii.

Event description:
Healthcare professional reported left side "massive defect with silicone leakage" and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior and creases fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "massive defect with silicone leakage" and capsular contracture, baker grade ii. Device has been explanted.